Event description:
Ous MDR - after an implantation duration of approx. 102 months it was reported that when the patient was traveling he received multiple inappropriate shocks due to oversensing. The lead was replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 14 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned. In between an approx. 1.5 cm segment of the lead body was missing. The returned lead fragments were visually and electrically analysed. The visual inspection revealed multiple signs of wear. Particularly between 8 cm and 6.5 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered to be the root cause of the reported oversensing that led to shock delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue during the implantation time of 8.5 years should be taken into account. Diagnostic images clarifying this assumption were not available. Further analysis of the returned lead fragments showed deformations of the shock coils which most likely resulted from the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.